Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy 1 pump, the pump exhibited double beeping. No patient involvement reported.

Manufacturer narrative:
One cadd legacy 1 pump was returned for the evaluation of the reported issue. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log, ehl, showed no evidence of the reported event. The device was started and application problems were found with the device double beeping with a cassette attached. The downstream sensor will be replace.